Event description:
Alleged the head and knee functions run unintentionally when the bed is plugged in.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.